Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. Additionally, the customer reported their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Neither the lid nor the device were returned to stryker-redmond for evaluation, and therefore the specific root cause could not be confirmed. The device manufacturing records were evaluated, and it was confirmed the lid was manufactured to specification. A replacement lid and battery were sent to the customer to resolve the issues. The device remains in service with the customer.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. Additionally, the customer reported their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.